Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
An implant card was received indicating that the patient underwent generator and lead replacement on (B)(6) 2013 due to battery depletion and lead fibrosis. Attempts to obtain additional information will be made, but no information has been received to date.

Event description:
Operative notes reported that dissection was taken down to isolate the vagus nerve amidst a massive scar and existing electrodes wrapped around the nerve. These were carefully dissected off the nerve. This allowed placement of new lead electrodes onto the nerve.

Manufacturer narrative:
Describe event or problem, corrected data: the supplemental report #1 inadvertently did not report this data.

Event description:
It was reported that high lead impedance was detected on the patient¿s system on a routine follow-up visit. The physician reviewed x-rays and observed no evidence of breakage. He suspected a ¿faulty battery¿ or fibrosis and decided on re-exploration of the battery and system, with possible replacement. During surgery, the surgeon discovered fibrosis in the neck area, and the surgeon decided to replace the lead and generator. The explant hospital does not return explanted products to the manufacturer per hospital policy